Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer¿s blood glucose level was 510 mg/dl. The customer¿s other relevant blood glucose levels were 70 mg/dl and 41 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that the auto mode was not automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.